Manufacturer narrative:
Correction : section b5; event summary has been amended to reflect a precise description.

Event description:
Related manufacturer reference number: 2017865-2025-00272. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker and the left ventricular (lv) lead exhibited pacing inhibition during the impedance test. No intervention was performed and the patient will be continued to be monitored. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2025-00272. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker and the left ventricular (lv) lead exhibited loss of capture. No intervention was performed and the patient will be continued to be monitored. The patient was in stable condition.